Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot unknown, tibial component, unknown lot unknown, articular surface, unknown lot customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial knee surgery performed on an unknown date. Subsequently the patient had a revision due to the wing of a yoke broke off. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following. Left knee arthroplasty with distal femoral replacement that appears to represent the orthopedic salvage system. A linear metallic object is noted along the posterior aspect of the tibial plateau and there is absence of the medial wing of the yoke on the ap view, suggesting the wing fractured and is displaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a3; b4; b5; d2;d6; g1; g3; g6; h1; h2; the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.